Event description:
Consumer called toreport inconsistentreadings withher logic meter. Analysis run on clark error grid using mean avg. Reading (380) as reference point vs bd readings (597, 427, 206, 290) yielded some date points in the c range of the grid, outside acceptable limits.